Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# nla713996h implanted: (B)(6) 2013, product type: implantable neurostimulator.

Event description:
A friend or family member of the patient reported that the implants need adjustment because it has reached the point where their stimulators are speaking up and it is frustrating. When asked if the patient's symptoms changed it was indicated that they haven't, and that the patient has been pretty good. It was stated that they were going to go for an adjustment 2 years prior to date notified but the patient has been bedridden for 5 years. They are unsure if it is the electrodes or stimulators themselves that need to be changed. However, it was later noted that they know the patient's stimulators are working and that the patient does not have tremors. The caller confirmed they do not check the implant using the patient programmer (pp) as they ere never trained and that they hate to do it. The patient's settings are low now in comparison to what it used to be, and they are bedridden with them wanting to keep their spirits up. The patient's indication for implant is parkinson's dual and movement disorders. See related regulatory report 3004209178-2017-00838.